Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was impassable upon introduction of the guidewire and the field representative inquired if there were reports of this incident. Boston scientific technical services (ts) stated does not know this occurrence and discussed 0.014 inch wire should have worked. An attempt to obtain additional information was unsuccessful. This lv lead remains in service. No adverse patient effects were reported.